Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Device evaluation: the field service representative (fsr) went on-site and evaluated the suspect device. The fsr replaced the turbine assembly, display, and exhalation valve receptacle in order to resolve the reported issue. The device was returned to the customer working to service specifications.

Event description:
The customer reported that the turbine volumes are out of specification. The device alarmed "low ve" (low minute ventilation) while on a patient. The customer reported that there was no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela turbine/muffler assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the rear bearing and/or front bearing failing.